Event description:
It was reported that the customer was hospitalized with high blood glucose levels. The customer stated that she noticed she had high blood glucose levels and then noticed a bend in the tubing without having received any no delivery alarms. The customer treated herself then went to the emergency room to be treated. The customer was stated that she used a model mmt-396 quick-set infusion set and last changed her infusion set the day before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.